Manufacturer narrative:
H.3., h.6.: the complaint product was returned for evaluation and was found to meet manufacturing specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by the consumer stating that the contact lenses were uncomfortable, inside out and was causing blurry vision in both the eyes. Consumer also reported to have bump or stye on the eye lid of the right eye. Later on, after few days¿ consumer visited health care professional where he was prescribed with amoxicillin 500 mg with clavulanic acid 125 mg tablet as the stye on the right eye was still continuing. Few days later consumer again complained to still have stye and eye pain so the health care professional had prescribed him unspecified steroids. During follow up it was found that even after unspecified steroids treatment the stye in the consumer¿s right eye was still continuing and consumer also reported that he will remove the stye by surgical intervention. The current condition of the consumer¿s eye is symptoms improving. Additional information has been requested but not yet received.

Manufacturer narrative:
H.3., h.6.: the complaint sample has been returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).